Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: device was returned for evaluation. Microscopic examination and tactile inspection revealed numerous kinks in the device. The inner diameter (ID) of the guidezilla was measured and met specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar weld. Microscopic examination presented a damaged/flattened tip of the device. Functional testing was performed by inserting the returned des (drug-eluting stent) device through the collar of the guidezilla catheter. The balloon of the des device was unable to advance through the guide catheter due to the bunched proximal end of the balloon. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(6) 2015. It was reported that stent dislodgment occurred. During a percutaneous coronary intervention (pci), a guidezilla extension guide catheter was used to deliver a non-bsc stent. However, the non bsc stent could not reach the unspecified target lesion. When the non bsc stent delivery system was removed, it was then noted that a stent was dislodged. The procedure was completed with the aid of the guidezilla extension guide catheter. No patient complications were reported and the patient's status is good. However, device analysis revealed a partial separation at the collar weld.